Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2014 with the following findings: the complaint could not be investigated due to an unrelated issue. The pump was returned with visible evidence of moisture behind the display lens. Due to internal moisture damage, the pump powered on to a blank display screen. The battery cap was able to fully secure onto the pump, and the battery cap contact measured within specifications. There was no visible damage to the battery compartment, with no evidence of moisture inside. The pump case was observed to be cracked. The leak test failed due to a cracked pump case. The pump was opened and moisture was observed inside the pump. The investigation for intermittent power could not be completed due to the blank display screen.